Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced. Patient information could not be obtained due to country privacy laws. Unique identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician cycled power and continued the case. There was no reported patient injury.